Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2020-01384, 2.3005168196-2020-01385, 3.3005168196-2020-01386, 4.3005168196-2020-01388, 5.3005168196-2020-01389, 6.3005168196-2020-01390.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-01384, 3005168196-2020-01385, 3005168196-2020-01386, 3005168196-2020-01388, 3005168196-2020-01389, 3005168196-2020-01390.

Event description:
The patient was undergoing a coil embolization procedure for an arteriovenous malformation (avm) using penumbra smart coils (smart coils), penumbra smart coil detachment handle (handle), a benchmark 6f 071 delivery catheter (benchmark), and non-penumbra microcatheter. During the procedure, the physician advanced five smart coils separately into the avm and clicked on the handle. It was reported that the physician switched to a second handle after experiencing this issue with two to three smart coils; however, the second handle failed to detach the remaining smart coils. The pusher assembly of each smart coil indicated the smart coil was detached correctly, but both handle failed to detach five smart coils. Therefore, the smart coils and handle were removed. The procedure was completed using non-penumbra smart coils. There was no report of an adverse effect to the patient.